Manufacturer narrative:
It was originally reported that the cot stops moving during patient transport. The service technician did not identify any defects with this unit. The device was performing to specifications. Additionally the cot was still fully functional and able to be used in manual mode.

Event description:
It was reported that the cot stops moving during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot stops moving during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.